Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. No changes have been made and this time and the rv lead remains in use. The device is due for replacement in one month and the physician questions if the lead should be replaced at that time. No patient complications have been reported as a result of this event.